Event description:
It was reported that the insulin pump alarmed no delivery and customer was hospitalized last (B)(6) 2015. Customer's blood glucose was 371 mg/dl. The no delivery alarm was resolved upon troubleshoot. It was found the insulin pump working as designed. Customer's blood glucose during hospitalization was 468 mg/dl. Customer had diabetic ketoacidosis. Customer stated that prior to hospitalization she experienced consistent no delivery alarm. Customer was treated with insulin drip and shots. Customer was wearing the insulin pump during the event. The customer was advised that infusion sets would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.